Event description:
Per the clinic, the patient experienced mrsa infection and wound dehiscence at the incision site (date not reported). The patient underwent a debridement on (B)(6) 2022, and was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on may 17, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022, to clean the infected site and to reposition the implant. The surgery was performed under general anesthesia. This report is submitted on december 14, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 7, 2023.